Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited exit block. During explant, it was noted that the lead was broken in the suture sleeve area due to the sleeve having been fixed too tight.

Manufacturer narrative:
Final analysis found that the lead insulation was abraded and the pacing coil was fractured at 45.0 cm from the connector pin. The damage indicates that the suture sleeve was fixed too tightly.